Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Advocate is calling on behalf of the customer. The customer is concerned with test results from back to back blood test results of 85 and 59 mg/dl and 78 and 100 mg/dl. The customer¿s expected fasting blood glucose test result range is 95 - 105 mg/dl. At the time of the call, the customer reported feeling shaky. Medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer non-fasting and produced test result of 91 mg/dl and 105 mg/dl using the meter. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is 12/09/2019. The meter memory was reviewed for previous test result history: (B)(6).